Event description:
Healthcare professional (hcp) reports two incidents of blood leaks with the psn 210 dialyzer that occurred in 2001. Incidents occurred at the start of the pts' treatments and were noted on leak alarms. Blood was not returned to the pts, with an estimated blood loss of 300cc per pt. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.